Event description:
The icp sensor couldn't measure. Additional info from the affiliate explained, "brain abscess was noted during use after MRI scan. According to the dr, the brain abscess was due to the burn injury which was caused by icp sensor during MRI scan. Another sensor was used to complete the case. Brain abscess has not healed completely yet." Additional info from the affiliate explained that the icp sensor was placed with no problem. After undergoing MRI exam and the pt went back to the ICU, the surgeon tried to measure the intracranial pressure. But could not measure. The surgeon replaced the new icp sensor (same product code). The pt's condition has not changed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.